Event description:
Per information provided: on (B)(6) 2011 - patient was diagnosed with paraumbilical hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, "supraumbilical incision was made towards the right side. The hernia sac was incised, exposing the contents and hernia ring. The hernia sac was excised. Adhesions of omentum around the hernia ring were made free. A ventralex mesh (device 1) was placed on the defect and secured to fascial edges with sutures. Some of the excess hernia sac was then secured with sutures." On (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with excision of ventralex mesh (device 1) and implant of ventrio st mesh (device 2). Per op notes, "incision was made on the midline above and below the umbilicus and old scar was removed. Two hernia sacs along the previous incision were identified, resected and the contents of it was pushed back in the abdominal cavity. The old mesh (device 1) was identified and completely removed. Numerous thick adhesions between the organs of the abdominal cavity and the abdominal wall were taken down. The fascia was developed on every side of the opening in the midline and closed with suture. A ventrio st mesh (device 2) was placed on the fascia and secured with sutures." On (B)(6) 2021 - patient had incarcerated hernia, small bowel obstruction and abdominal pain. (Note: there is no operative notes provided for this procedure in medical records)

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2014) is considered to be a best estimate. This emdr represents the ventrio st (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.